Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime/a33 or verify excessive no delivery alarm due to buttons not responding. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received no delivery alarm. The blood glucose level was 5.8 mmol/l. Customer was assisted with troubleshoot. Customer state that insulin did exit. Customer stated that self test and displacement test passed. The product will be returned for the analysis.